Event description:
The customer reported that the insulin pump had an error alarm frequently, and insulin was squirting out. Troubleshooting was performed. Advised the customer to discontinue use and revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.